Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the implant battery was dead and would like to have removed so that can have an MRI of the spine. The patient said they had moved and requested physician listings. When asked, for an event date, the patient said that they didn't know as they hadn't connected to the implant in years. The patient said that when stimulation was on, the patient felt stimulation in their right buttock area where the ins was implanted. During the call, patient put in new batteries in the programmer and successfully connected to the implant. The agent reviewed the meaning of the screen and stimulation was off. Based on the number of icons on the top row, only two, the agent explained that meant that the implanted battery is not yet low. The patient requested instructions to turn stimulation on which were reviewed. The patient's assistant turned stimulation on and as it was set to 0.0, they started to increase the setting. The patient did state that feels stim again in right buttock area. The patient said they no longer needed the implant for symptom control so with instruction the caller turned therapy off. The agent emailed physician listings to patient. No updates made to address as the patient only provided city, state and zip code and said is making arrangements to have implanted system removed so that can have an MRI of their spine.